Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1341422. Medical device expiration date: 2026-11-30. Device manufacture date: 2021-12-07. Medical device lot #: 0351600. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 mckesson prevent sg were clogged. The following information was provided by the initial reporter: " it was reported by the consumer difficult to impossible to push medication through the needle.  "

Manufacturer narrative:
H.6. Investigation: it was reported that it is difficult or impossible to inject medication though the needles. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. A device history record review showed no rejected inspections or quality issues during the production of the provided batch 0351600 that could have contributed to the reported defect. Based on the investigation with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 3 mckesson prevent sg were clogged. The following information was provided by the initial reporter: " it was reported by the consumer difficult to impossible to push medication through the needle.  "